Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent undefined alarms occurred. There was no reported impact to the customer's blood glucose level. Reportedly, the alarms were cleared and insulin delivery was resumed. No additional information was provided.